Manufacturer narrative:
Received one used 123390488 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a plum set where it was reported the set was unable to infuse properly, air in line. The event was noted during infusion. The involved solution was total parenteral nutrition (tpn). No obvious defects noted on the tubing set and no holes, cut, tears or any other defects were noted. The tubing was replaced, and therapy resumed. The product was stored in an air-conditioned room in the hospital and was not exposed to extreme temperature. There was no flow of the primary line. No damage noted such as occlusions, kinks, or bends. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending. Additional reporter: (B)(6).